Event description:
The device was used during a total abdominal hysterectomy procdure. The staples would not hold. The surgeon used another device to complete the procedure. The hosp has reported that no pt injury occurred.